Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Offset reamer handle broke from the torque of hard sclerotic bone. Case type: tha. Surgical delay: = 15 minutes.

Manufacturer narrative:
Conclusion: reported event: offset reamer handle broke from the torque of hard sclerotic bone. Product identification: the reported product was an offset cup reamer handle, p/n 212760, l/n 3578930, RMA 270996. Product inspection: visual inspection: visual inspection shows fractured u-joint as well as missing screws from the housing shell. Product history review: review of the device history records indicate 30 devices were accepted into final stock on 05/03/2017 per qt17- 05 - 0012. Review of qt17- 05 - 0012 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in trackwise related to p/n 212760 , lot number 3578930, shows 0 additional complaints related to the failure in this investigation. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusion: visual inspection shows fractured u-joint as well as missing screws from the housing shell. The failure mode in this investigation was confirmed.

Event description:
Offset reamer handle broke from the torque of hard sclerotic bone. Case type: tha. Surgical delay: 15 minutes.